Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Published article titled "prevesical calcification and hydronephrosis in a girl treated for vesicoureteral reflux" reports during an outpatient visit for dysfunctional voiding and reflux nephropathy, patient reported current colicky flank pain in the left loin. The patient was known to have constipation and had stopped taking laxatives several months before. Patient had been treated 5 years prior with deflux for grade iii to the left and grade ii for the right kidney. Urinalysis was unremarkable and there was no sign of a urinary tract infection. A renal ultrasound showed moderate left sided hydronephrosis with megaureter and an echogenic structure with acoustic shadow at the ureterovesical junction (uvj) which corresponded to a calcification of the original deflux mound.

Manufacturer narrative:
Additional information was requested, but no additional information has been received. The product was not returned for evaluation; therefore, a product evaluation could not be conducted. The lot number of the device was not provided; therefore, a batch record review (brr) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
(B)(4).